Event description:
It was reported that the patient experienced syncope. The emergency mobile sevice ECG, revealed complete heart block with heart rate of 30 bpm. One hour later the ECG showed normal implantable pulse generator (ipg) function. The device was functioning okay a week later however, the patient was worried. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.